Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and was informed that the customer replaced the speaker to resolve the audio issue. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device had no audio. The device was not in use on a patient at time of event, there was no adverse event reported.